Manufacturer narrative:
Additional narrative: patient ID: (B)(6). Patient weight is unknown. Device is an instrument and is not implanted/explanted. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing location: (B)(4). Manufacturing date: november 25, 2011. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported during a revision procedure, when the doctor tried to adjust the locking caps the screwdriver broke and the doctor could not tighten the locking caps. The date of the first surgery is unknown; the surgery occurred on a fourteen (14) years old patient due to scoliosis. During a checkup the doctor detected that the placed rods are fatigued and decided to make a change. After not being able to tighten the locking caps, the surgeon decided to leave them as they were. During the attempted tightening, a second screwdriver broke. The surgery lasted two (2) hours longer than scheduled due to the doctor not being able to make a good/tight torque on the locking caps. The patient is reportedly okay. All generated fragments could be removed from the patient's body. Reported concomitant devices: locking cap (part 04.636.001, lot unknown, quantity approximately 20); rod (part/lot unknown, quantity unknown). This report is to capture the broken screwdrivers. The fatigued rods requiring a revision procedure is being captured on linked complaint (B)(4). This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device (scrdrivershaft f/lockcap f/urs, part number 03.636.003, lot number 7622138). The subject device was returned to the manufacturer with the complaint condition stating: the tip of scrdrivershaft f/lockcap f/urs, art. No.: 03.636.003, is completely broken off. All 3 notches of the driver are broken away, there are no values to measure any more. With the scrdrivershaft f/lockcap f/urs the locking caps 04.636.001 are tightened or loosened. Therefore, the force is transmitted over the three notches which are completely broken off. The only dimensions which can be measured are the outer diameter ø10 0/+0.2mm, the inner diameter 8.2 0/+0.1mm and the hardness of 54 ±2 hrc in accordance to production drawing. All measured values are within specification. It has been determined that mechanical overload was leading to this type of breakage. All other ctq measurements of the screwdriver tip has been tested to 100% at component 60029885 level. According to the DHR at component level, all ctq measurements are within specification as well. All important measurements meets specification before shipping, none production failure could be found. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.